Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Insulin pump received with moisture damage on the lcd glass. No moisture damage on the motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to hypoglycemia, chest pain, and numbness to the left arm and fingers. Customer's blood glucose levels at the time of hospitalization was over 380 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with fluids. It was also reported that the insulin pump had cracks to the right corner of the display, as well as the reservoir compartment. Troubleshooting occured. Advised insulin pump would be replaced.